Manufacturer narrative:
The reported issue of the autopulse exhibited ua45 (not at "home" position after power-on/restart) error message was confirmed during the initial functional testing and in review of the archive data. The root cause of the issue was due to the drive shaft was stuck and cannot be rotated to home position. To remedy the fault, the clutch plate deburring was performed. Following the clutch plate deburring, the drive shaft was rotated back to its home position and the ua45 error was cleared. Autopulse passed the final functional testing and no faults or error was observed. Visual inspection was performed and noted no damage upon receipt. Archive review showed ua45 error message on 09/28/2017 and one ua41 also on 09/28/2017. The ua41 is unrelated to the reported issue. Ua41 indicates that the temperature sensor is outside of specified range during power-on self-test or during take up and when user press "restart ", it will clear the error. Functional testing failed due to ua45 error message displayed upon power up. Clutch plate deburring was performed and once completed, the drive shaft was rotated back to its home position. Additionally, after the repair, the autopulse was tested using the run in test with the 95% lrtf (large resuscitation test fixture) and passed all the testing and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported during shift check, the autopulse exhibited ua45 (not at "home" position after power-on/restart) error message. According to the customer, the main shaft does not rotate smoothly, this happened after they cut the lifeband. The lifeband was stucked and the metal shaft could not move at all. No patient involvement on this issue.